Event description:
The reported description notes that the bedside monitor failed to alarm when the pt's etco2 values fell beyond the pre-configured alarm limits. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm when the pt's etco2 values fell beyond the pre-configured alarm limits. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.